Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high." Technical support guided the caller through multiple corrective actions, including disconnecting tubing, tightening locks, delivering bolus doses, and finally loading a new cartridge. The customer replaced supplies and continued insulin therapy.